Event description:
The customer reported the ventilator screen went blank and alarmed and the unit stopped operating. The customer reported the device was in use on a patient and there was no patient harm. The customer reported the alarm was for oxygen supply. The customer reported that after the unit was removed from use it could not be turned on. Upon evaluation, the manufacturers field service engineer reported the ventilator did turn on and the reported problem was not duplicated. Review of the device diagnostic log noted a shutdown of the device during operation and an oxygen unavailable alarm upon subsequent system startup. The service engineer replaced the cpu pcb board as a precaution to address the reported problem. Performance verification testing was completed and passed to operating specifications.